Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of 2400 ohms. It was noted there were no observations of noise and impedances have increased and decreased intermittently. Technical services discussed possible causes and recommended to troubleshoot. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).